Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin. The patient was treated with insulin. The patient's father does not remember when they were released from the hospital. The pod was worn when seeking medical attention.